Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The last successful recharging session was a couple of years prior to the report. Two days later it was stated that the patient had not used the ins in 3 years. Ins overdischarge was confirmed. The patient did not want to do a power on reset (por) because when he used to use the stimulator it did not work well for him and his leads kept migrating. The patient requested to have the system explanted but no scheduled explant procedure was reported.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional review indicates information reported previously in MFR # 3004209178-2013-07057 pertains to manufacturer¿s report # 30042 09178-2013-07061.